Event description:
It was reported that there was a motor stall that was confirmed. The patient had heard the critical pump alarm at 03:00 on the day of report and experienced "some" withdrawal symptoms. The patient had return of symptoms and dry mouth. The motor stall recovery occurred on (B)(6) 2015 at 10:25. The patient's last personal therapy manager (ptm) bolus attempt was on (B)(6) 2015. At 0500 on the day of report, the patient tried receiving a bolus dose but saw "8476 error code" on the ptm. On the day of report, at the clinic, a roller study was done and it was confirmed that the roller moved 60 degrees. It was noted that the rotor study performed was "ok." The catheter dye study confirmed catheter was clear. The pump was updated numerous times on the day of report so when the manufacture representative went to confirm the date and time of the stall, they could only confirm the recovery of the stall. The cause of the motor stall was unknown. The patient was in observation status. It was noted that the incident reoccurred, the motor stall was over a short duration and it did not recover. The pump was replaced on (B)(6) 2015. The patient stayed in the hospital overnight the evening of the case and had since been discharged and was doing well per the physician. The patient's status after the device was removed was "recovered without sequela." The pump system was delivering fentanyl, clonidine, compounded baclofen and morphine.

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear anomaly stall due to shaft-bearing.

Manufacturer narrative:
Product ID: 8709, lot# l66207, implanted: (B)(6) 2001, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.